Event description:
Technician alleged that bed exit would arm but the bed exit would not alarm. No pt impact.

Manufacturer narrative:
Technician found that the bed exit tape switch was shorted. The technician replaced the bed exit tape switches and fasteners to resolve the issue.